Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller failed to recognize the purge disc. No patient harm was reported.

Manufacturer narrative:
It was subsequently identified that this device report is a duplicate of manufacturing report number 1220648-2026-08714. Therefore this device report is being redacted accordingly. This device report and its initial reporting should be disregarded. For the reported event and investigation details refer to mrn 1220648-2026-08714.

Manufacturer narrative:
This manufacturing report number device reporting was appropriately redacted via follow-up 1 due to duplicate reporting. However, h9 correction/removal no. Field in the follow-up 1 report inadvertently reflected recall numbers that are not applicable and should be disregarded. As previously reported this is duplicate report and the only reason for the follow-up 2 reporting is to correct field h9 to blank.